Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
An insurance company is making a subrogation claim and alleging that the humidifier caused a fire and damaged its insured property. There was not a report of personal injury with this incident.

Event description:
An insurance company is making a subrogation claim and alleging that the humidifier caused a fire and damaged its insured property. There was not a report of personal injury with this incident.